Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the device. It was non-repair item so that it was replaced with new one. 510k is blank. This device is exempt from 510k. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Leak tester does not hold the pressure. No damage visible.

Manufacturer narrative:
During pentax internal review it was discovered on (B)(6), 2021 that the event was not reportable but filed under MDR (9610877-2021-10462) which was submitted on (B)(6), 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Event description:
During pentax internal review it was discovered on (B)(6), 2021 that the event was not reportable but filed under MDR (9610877-2021-10462) which was submitted on (B)(6), 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.